Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, while suturing the vaginal cuff during a total laparoscopic hysterectomy procedure, the needle disengaged from the device. Another product handle was opened in order to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.